Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced an infection leading to system explant. The pump and catheter were explanted (B)(6) 2017 and discarded. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The patient was re-implanted on (B)(6) 2018. Patient status was alive; no injury. The issue was resolved. Patient weight was asked but unknown. Medical history was spasticity. No further complications were reported.